Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smartview connect s/n (B)(6) were tested and the reported behavior was not reproduced, as normal communication with the back office was observed and the devices could be paired with a test pacemaker. - in-depth analysis revealed that the observed issue resulted from an incorrect configuration of the sim card, as the option allowing worldwide network communication was deactivated. Further investigations are ongoing to determine the root-cause of the deactivation of the worldwide option. - it should be noted that the worldwide option was remotely reactivated in december 2023. However, the smartview connect which were initialized before the reactivation of the option could not recover normal functioning in australia, thus explaining the observed behavior. - in addition, the shipment of devices with a sim card affected by this issue was blocked, to prevent recurrence of this issue.

Event description:
Reportedly, several smartview connect failed to connect to the network, despite several attempts and manipulations.

Event description:
Reportedly, several smartview connect failed to connect to the network, despite several attempts and manipulations.